Manufacturer narrative:
(B)(4). The investigation is currently ongoing and conclusions will be sent in a follow up report before (B)(4) 2011.

Event description:
The customer reported that it is possible to interpret the mirror icon reverse r as a pt positioning maker. This can led to a misdiagnosis.